Event description:
Dealer called stating that the folding mechanism on the 6291-jr5f walker is allegedly not working. The sides swing back and forth. No injury. The malfunction has not been confirmed.